Event description:
It was reported that bd bbl¿ plate tsa 5prct sb 90mm 4 plates inside the stack do not have the label information. The following information was provided by the initial reporter: customer noticed that 4 plates inside the stack don't have the batch number printed. Customer received 254087 batch 3010215, but they found 4 plates that don't have either the batch number or expiry date printed.

Manufacturer narrative:
H.6 investigation summary: complaint history review: the complaints trends were reviewed, and no similar complaints were received on this catalog number. A trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. The in-process control for the print test was found to be without deviation. Sample analysis: retain samples were reviewed and no plate without a plate print could be identified. Physical samples were not returned for evaluation. However, picture samples were provided showing that the plate print on the bottom of the plate, which includes the batch number and expiry date, was missing. Evaluation results and investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. According to our final product specification only one print with product name, consecutive plate number, lot number and expiry date is mandatory. Based on the evaluation of the provided pictures, and report, the complaint was confirmed for missing the plate print including the batch number and the expiry date. H3 : see h.10.